Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter had a leak in the silicone extension where the clamp pinches the catheter closed. Another catheter was opened and it too had a hole in the same place. A third catheter was opened and this catheter was utilized as the replacement catheter. There was no adverse event to the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.